Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated and the circuit board (graphics processing unit) of the subject device was broken. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the unspecified timing, otv error e116 appeared. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based upon the information from olympus service operation repair center (sorc), olympus medical systems corp. (Omsc) surmised that the reported phenomenon occurred due to failure of the graphics processing unit. The exact cause of the graphics processing unit failure could not be conclusively determined.